Manufacturer narrative:
Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision to take place on (B)(6) 2016; asr xl - left hip; reason(s) for revision: pain, possible cup loosening. Update 16 feb. 2016:corrected manufacture and expiry dates for sleeve. ((B)(6) 2016). Update aug 18, 2017: email notification from (B)(6) received. Date of revision provided. This complaint was updated on: aug 23, 2017.